Event description:
Out of box failure. It was reported that the device halts during boot up. There was no pt associated with the report.

Manufacturer narrative:
Physico-control evaluated the device and observed that, after power on, it resets when physically moved. Physio opened the device and was able to replicate the failure by handling the user interface pcb/stack connector flex cable, designator, w18. Physio replaced the flex cable, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced flex cable and determined that root cause for the failure was an intermittent electrical open at the connector, designator p21.